Event description:
A customer reported the equipment presented a fluid surge during the procedure. The procedure was completed with the same equipment and accessories, with no impact to the patient. Additional information was provided stating that this was a result of operational issues and the issue was resolved by adjusting the partameters.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).